Event description:
From staff: a guide catheter kinked in the radial artery when clocking for the procedure. This ultimately required a vascular doctor to come and do a cut-down and ligation of the radial artery. This was during a pci [percutaneous coronary intervention] attempt for an ostial left anterior descending lesion, on a patient with an intra-aortic balloon pump already in place right femoral. We had not yet gotten very far in the attempt; no wire was advanced into the coronary artery yet. I think this event happened because of radial access being more torturous, guide catheters being thinner walled than other catheters, possible equipment failure (guide catheter). This is somewhat unavoidable, although it could be mitigated by preferentially using femoral access in cases like this, although that would increase the risk of life-threatening hematoma or retroperitoneal bleed, so it may not be beneficial to prefer femoral access. From operative report: aborted pci attempt of proximal lad [left anterior descending] after guide catheter became entrapped in the right forearm due to catheter manipulation. Attempts to straighten out the catheter failed despite use of multiple wires. We also tried advancing a 7 and 8 french dilator over the guide catheter without success. Therefore, vascular surgery was requested to assist with retrieval. Radial cut-down performed and removed the catheter in two pieces. The radial artery was sutured. Arterial doppler confirmed robust ulnar arterial pulsation. No further intervention was performed. Lad pci completed following day.